Event description:
A distributor in (B)(6) reported that an rt236 neonatal breathing circuit failed the leak test on a ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt236 breathing circuit is currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that an rt236 neonatal breathing circuit failed the leak test on a ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint breathing circuit was visually inspected and pressure tested. Results: the visual inspection revealed a 6mm x 1mm hole approximately 100mm from the heater wire socket in the expiratory limb. The pressure test confirmed that the expiratory limb was out of specification. A lot check revealed no other complaints for lot 120116. Conclusion: the damage to the evaqua expiratory limb indicates that it was punctured by a blunt object. All rt236 breathing circuits are pressure tested for leaks prior to distribution. In addition tubing weight and bond strength tests are performed every 15 minutes. Any breathing circuit which failes any of these tests is discarded. The subject rt236 infant breathing circuit would have met the required specification at the time of production. This suggests that the complaint circuit was damaged after it was released for distribution. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. The user instructions that accompany the rt236 infant breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. Set appropriate ventilator alarms.